Event description:
In early 2009, the patient reported experiencing elevated blood glucose and occlusion (e4) errors on her infusion device. She stated that at 9:30 am, she received an e4 while attempting to bolus and she was experiencing elevated blood glucose. Her blood glucose measured "hi' on her blood glucose monitor and she was "not feeling good". Her target blood glucose range is 100-150 mg/dl. Symptoms of elevated blood glucose were pounding chest, thirst and feeling tired. She stated that when the e4 occurred she disconnected from the infusion site and attempted to prime. She received an e4. She then removed the infusion tubing and was able to prime through the adapter without error. The patient spoke with another company representative and performed further troubleshooting. She was advised to change her infusion site and to move the site to her buttocks. The patient has only used her abdomen as an infusion site for 6-7 years. Complimentary infusion sets, adapters, and insulin cartridges were sent to the patient. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.